Event description:
It was reported that the patient was feeling pain at their ipg site 1 month after ipg was implanted. The patient felt that the ipg pocket was too small and did not want to pursue a pocket revision surgery. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted. The issue has reportedly been resolved.